Event description:
The company received a report where it was claimed that the cuff developed a leak during pt use. The end clinician elected to extubate and reintubate with a replacement tube. The tube was replaced without incident.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice(hc)device. The technical service representative (tsr) had the homepatient (hp) check the setup. There were no leaks or disconnects and the supply bags were empty. The tsr explained the alarm and had the hp stop therapy and contact the peritoneal dialysis (pd) nurse for further instructions.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/5 was not confirmed due to a lack of sample. Follow up with the caregiver, reveals that they recalled the incident, but she does not know what could have caused the alarm. The caregiver stated that she started over with new supplies and performed a manual exchange for that day. She did recall informing the pdrn of the incident. The patient continues to receive pd therapy using the homechoice to date. Patient did not have any injury or harm as a result of this incident. The caregiver stated that she had discarded the supplies after therapy, and did not know the lot number or the date of shipment delivery. No allegations were made against any of the patient's dialysis products. Not enough data is available within the complaint to identify root cause. Label review was not performed no user error was suspected. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.